Event description:
The manufacturer received information alleging a malfunction of the ventilator's lcd. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's lcd screen stayed totally black. The device's lcd screen was replaced to address the issue.